Manufacturer narrative:
Additional information: h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) unit of a homechoice automated pd set with cassette leaked on the left edge. This was further described as, ¿during treatment, the patient noticed that the dialysis circuit began to leak on the left side of the cassette¿. This was identified at the patient¿s home when ¿finishing treatment¿ for automated peritoneal dialysis (pd) therapy. As a preventative measure, the patient was started on prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.